Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.) ¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that small broken pieces were found upon removal of silicone flat drain on (B)(6) 2021 which was placed on (B)(6) 2021. On (B)(6) 2021 they noted weakness and tear at base of silicone area without holes. And the third incident was about the drain tearing upon removal at the base.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that small broken pieces were found upon removal of silicone flat drain on (B)(6) 2021 which was placed on (B)(6) 2021. On (B)(6) 2021 they noted weakness and tear at base of silicone area without holes. And the third incident was about the drain tearing upon removal at the base.